Event description:
In 2009, the patient underwent an endovascular procedure to treat a thoracic aortic aneurysm with a gore tag thoracic endoprosthesis. The patient tolerated the procedure. Five months later, follow-up computed tomography showed an endoleak. The next day, the patient underwent a reintervention . Intra-operative angiogram showed a delayed distal type I endoleak. A gore tag thoracic endoprosthesis was placed distally to extend the existing graft. The endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.